Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coiling treatment of lilac artery embolization, this coil detached prematurely inside the microcatheter. The devices were prepared per the IFU. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pushwire returned and the implant coil was found detached and missing. The tack weld replacement (twr) crimps were found to be loose; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be present. All other subassemblies appeared to be normal. The implant coil was not returned for evaluation; therefore, any contributing factors from the implant coil could not be assessed. It is likely that the implant coil detached from the pushwire subsequent to the breaking of the tack weld replacement (twr) crimps and following the pulling back of the coin from the lumen stop. It is possible that the customer inadvertently pulled back on the actuator interface causing the tack weld replacement crimps to loosen. All parts of the pushwire which could affect detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.